Manufacturer narrative:
The react catheter will not be returned for evaluation as it was discarded; therefore, the product analysis cannot be performed. Based on the information provided, there is no evidence suggesting that the device was defective but event is procedure related. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of a vessel perforation during use of a react catheter. The patient was undergoing treatment for an occlusion in the m2 middle cerebral artery (mca). During the procedure, the left internal was accessed using a non-medtronic guidewire. Afterward, the react catheter was delivered wi th a non-medtronic microcatheter inside. A first pass was performed without issue, which aspirated about 50% of the clot. A second pass was attempted. When delivering the react catheter a second time, the catheter became "hung up" on the posterior communicating (pcom) artery, but the physician pushed past the pcom artery. When a run was performed, "rupture" of the pcom artery was observed. It was alleged that the react catheter ruptured the pcom. The patient reportedly passed away intraprocedurally.